Manufacturer narrative:
Batch review: a review of the manufacturing records shows the lot of filters complied with specifications. No other similar complaints were reported to the manufacturer for this lot of 58 vena cava filters, sold since 02/2011. Investigation results: the involved device is not available for investigation nor the x-ray pictures, consequently no thorough investigation can be performed. Conclusion: as neither the device nor x-ray pictures copy were returned to us for evaluation, we cannot conclude to the real cause of this incident. No conclusion can be drawn.

Event description:
A venatech lp filter was placed on (B)(6) 2011. A routine CT was completed on (B)(6) 2011, and the filter appeared to be fine. On (B)(6) 2011, while the pt was in the ICU, the filter was located in the right atrium; the pt threw a 3cm clot. The filter will not be removed because the pt's life expectancy is short due to an underlying disease not associated with the filter or the migration.